Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a large number of impedance warnings were alerted for low impedance on the right atrial (ra) lead. A fracture was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.